Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box, was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane, buckling was noted on the teflon sheath extrusion. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. Furthermore, the distal tip of the bladder was not-ed separated and detached from the iabc distal tip. The iabc central lumen was fully intact with the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The remaining length of the fos cable including the fos connector was not returned. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blockage was noted. The teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off. An additional leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak sites consistent with contact from a sharp object was noted at approximately 4.2cm from the iabc distal tip. No other leaks were detected. Upon further checking the distal end of the bladder under the microscope, some tearing was noted at the distal end of the bladder. Furthermore, evidence of prior adherence of the bladder to the iabc distal tip was observed on the distal end of the bladder, which indicates that the detachment of the distal end of the bladder from the iabc distal tip may have occurred due to the iabc removal through the sheath. A puncture to the bladder, consistent with contact from a sharp object most likely caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. Furthermore, the distal end of the bladder was no longer attached to the iabc distal tip. The detachment of the distal end of the bladder from the iabc distal tip may have occurred due to the iabc removal through the sheath. Unrelated to the reported complaint, the re-turned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an inservice has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture occurred, 40cc catheter noted to be ruptured, another placed a 40cc iabp, that was also ruptured, 30cc catheter then placed". The customer/user is unable to provide additional information surrounding this event. Please see associated MDR#: 3010532612-2025-00595.

Event description:
It was reported "iab rupture occurred, 40cc catheter noted to be ruptured, another placed a 40cc iabp, that was also ruptured, 30cc catheter then placed". The customer/user is unable to provide additional information surrounding this event. Please see associated MDR#: 3010532612-2025-00595.

Manufacturer narrative:
(B)(4)